Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarm, the customer resumed insulin delivery without changing the supplies. The customer's blood glucose levels were with the target zone. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.